Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the handpiece was not "grasping" the cataract. The handpiece was flushed which did not resolve the issue. The surgeon was instructed to press down on the footswitch harder which did not resolve the issue. The handpiece was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, handpiece (hp) was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 12, 2016. Based on qa assessment, the product met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines finding the returned handpiece to meet alcon specifications. The sample was then connected to a calibrated system where it tuned successfully and completed a five minute burn in test at 100% ultrasonic and torsional power. The handpiece was connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet alcon specifications. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).